Manufacturer narrative:
The clip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detached from one leaflet, while remaining attached to another leaflet and tissue injury was observed. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4 with an anterior leaflet fail at the a2/p2. The first mitraclip was successfully implanted. Another mitraclip was successfully implanted. Approximately 5 minutes post device implantation, the anterior leaflet was released from this mitraclip, and an anterior leaflet tear was observed. The mitraclip remains attached to the posterior leaflet as a single leaflet device attachment (slda). No further treatment was provided, and the mr had been reduced to grade 2. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) couldn¿t be determined. The reported tissue injury is a cascading effect of incomplete coaptation. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.